Event description:
It was reported the coil came out of the target vessel. A 4mm x 8cm idc was selected for use in a severely tortuous vessel. After the coil was placed into the lesion, the detached pusher wire became caught in the placed coil. The coil became unraveled while pushing/pulling it several times. The coil was not placed properly and came out of the target vessel. There were no patient complications reported.